Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a critical pump error prior to the open book image. Customer's blood glucose value was 7.2 mmol/l. Customer received open book image on the insulin pump screen. The customer reported that there was a large crack on the insulin pump and water was leaking out of the crack. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was assisted. The device will be returned for analysis.